Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01414, 01439 and 07501).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2007 and revision surgery on (B)(6) 2013 due to patient allegation of neuropathy in feet and left leg, vision loss, hearing loss, numbness, and elevated metal ion levels. A review of invoice history and further follow up confirmed the initial surgery date and that the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates left hip revision on (B)(6) 2013 was due to pain and elevated metal ion levels. The patient's operative report noted trunnion occlusion, corrosion at the head and neck junction of femoral stem, and soft tissue necrosis. Additional information received noted that on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2014 patient's blood was tested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states " early or late postoperative infection and allergic reaction." Number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ under contraindications, "absolute contradictions include . . . Vascular insufficiency, muscular atrophy or neuromuscular disease." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01414 & 01439).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2007 and revision surgery on (B)(6) 2013, due to patient allegation of neuropathy in feet and left leg, vision loss, hearing loss, numbness, and elevated metal ion levels. A review of invoice history and further follow up confirmed the initial surgery date and that the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.